Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 27 mg/dl. The customer did not mention details of treatment for the low blood glucose. The customer stated that they have issues with their central glucose meter displaying the wrong readings and would like to return it. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.